Event description:
It was reported that a replacement ilet pump arrived with a hairline crack in the screen, which could compromise watertight integrity and expose the device to environmental elements; a replacement was arranged and the user was instructed to return the cracked unit. Symptoms included no reported adverse clinical effects and no reported blood glucose impact. Outcomes included continued therapy without alarms or alerts, no medical intervention, and no hospitalization. Investigation included customer interview and logistics review. Investigation of this case revealed external damage to the display component consistent with physical damage and device damage, with no functional anomalies reported. It was concluded, based on previously established findings for similar reports, that the cause was user-related handling or shipping-related damage.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.